Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number and item number are not known.

Event description:
According to available information, this device required replacement due to a break. There was a break in the exit tubing. The reservoir was retained and reused. No other adverse patient effects were reported.

Manufacturer narrative:
Cylinder 1 was received for evaluation. A separation was noted on the exhaust tube cylinder 1, near the strain relief junction. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time based on examination of the returned product, it was concluded that the pump tubing may have overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to available information, this device required replacement due to a break. There was a break in the exit tubing. The reservoir was retained and reused. No other adverse patient effects were reported.